Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet displayed recurring restart alerts despite multiple restarts, and the device was replaced; subsequent device log review identified alert 38 indicating a motor stall, and the case was categorized as an insulin delivery motor stall malfunction. Symptoms included none reported, and blood glucose was not affected. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of returned device logs and a physical device evaluation. Investigation of this case confirmed consecutive motor stall events consistent with an insulin delivery motor stall involving the pump motor assembly. However, the alert 38 could not be replicated during testing. It was concluded, based on established findings for similar reports, that the cause was a device component malfunction related to the motor mechanism.